Event description:
It was initially reported that during a procedure, every time they inserted the camera into the trocar, there was leakage. No other information currently available. No patient impact reported.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information requested and received on (B)(6) 2010: any time a 5mm instrument was introduced into the trocar, it leaked. It did not affect the visibility. They used a wet raytech to maintain pneumoperitoneum. All the trocars were discarded.